Event description:
It was reported that subcutaneous implantable cardioverter defibrillator (s-ICD) showed a drop in the device battery. A review of the device data by technical services (ts) confirmed that the power consumption was increasing in a gradual fashion. The devices battery was depleting prematurely. No adverse patient effects were reported. The device remains implanted to date and a replacement has not been planned due to the patient condition of worsening kidney failure.